Event description:
It was reported by the (B)(4) clinical study that the patient's device reached elective replacement indicator (eri) due to high output. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. The weekly battery voltage trend data in save to disk file (B)(4) shows minimum battery equaling 2.90 to 2.64 volts between (B)(6) 2011 is before device elective replacement indicator (eri) less than or equal to 2.62 volt.